Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately anti-tachycardia pacing (atp) and shocks due to atrial tachycardia. The rhythm was atrial in nature and eventually terminated on its own. The patient is to be seen by electrophysiology (ep) for rhythm assessment. This device remains in service. No further adverse events were reported. Additional information was received detailing that, in a separate episode, the patient received inappropriately three shocks due to suspected atrial arrhythmia. Due to this, the rhythm accelerated into ventricular fibrillation. The last shock was able to convert the rhythm ending the episode. No changes have been performed. This device remains ins service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately anti-tachycardia pacing (atp) and shocks due to atrial tachycardia. The rhythm was atrial in nature and eventually terminated on its own. The patient is to be seen by electrophysiology (ep) for rhythm assessment. This device remains in service. No further adverse events were reported. Additional information was received detailing that, in a separate episode, the patient received inappropriately three shocks due to suspected atrial arrhythmia. Due to this, the rhythm accelerated into ventricular fibrillation. The last shock was able to convert the rhythm ending the episode. No changes have been performed. This device remains ins service. No further adverse patient effects were reported.